Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-mar-2024. The device evaluation was completed on 05-apr-2024. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. The magnetic and force features were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may have contributed to the force issue reported. The root cause of the hole in the pebax could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. When radio frequency (rf) energy was applied to the thermocool® smart touch® sf bi-directional navigation catheter, the force vector would invert on the carto 3 system and they got high force readings as well as a force requires zeroing error. Changing out the catheter cable did not resolve the issue. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-apr-2024, reddish material and a hole in the pebax was observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 05-apr-2024 and have assessed this returned condition as reportable.